Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during treatment on (B)(6) 2017 she noticed that there was fluid leaking from the back plate of the cassette, and that fluid had leaked on the inside of the cassette door. No prophylactic medications or additional medical intervention was required as a result of the reported fluid leak, and no adverse event occurred. The patient stated the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during treatment on (B)(6) 2017 she noticed that there was fluid leaking from the back plate of the cassette, and that fluid had leaked on the inside of the cassette door. No prophylactic medications or additional medical intervention was required as a result of the reported fluid leak, and no adverse event occurred. The patient stated the sample was discarded and was no longer available for evaluation.